Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking impedance measurements greater than 125 ohms. Additional information indicated that the shock impedance measurements for this patient were usually on the higher side and all other measurements were normal. Subsequently, the physician opted not to perform defibrillation threshold (dft) test at this time and continue with monitoring. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the shock impedance measurements were 129 ohms. There was no oversensing noted on the lead. Troubleshooting and programming options were discussed. No interventions had been planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.